Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for a routine follow up. Upon interrogation of the pacemaker, it was noted that there was a single high ventricular rate episode that was caused by noise. It was also noted that during this episode, there was loss of sensing and capture as well. The patient stated that they recently had surgery due to a broken arm. Analysis of the session record revealed that there must have been electromagnetic interference which caused this high ventricular rate episode. It was noted that the device was not programmed asynchronous and no magnet was used during the procedure. No intervention was performed. The patient was in stable condition.